Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified unspecified forearm vessel. The 5.0mmx20mmx40cm (4f) sterling catheter balloon was advanced to dilate the lesion. Upon first inflation, the balloon ruptured at 8 atmospheres for 1 second. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.